Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a display change due to accidental breakage. There was no patient involved.

Event description:
After further review, it was identified that (B)(4) (manufacturer report number 2249723-2026-0000269) is a duplicate of (B)(4) (manufacturer report number 2249723-2025-0004720). Therefore, we request cancellation of this emdr (B)(4). All further information, updates, or follow-up details for this case is submitted under the retained (B)(4) (manufacturer report number 2249723-2025-0004720). Please cancel in your database.

Manufacturer narrative:
After further review, it was identified that (B)(4) (manufacturer report number 2249723-2026-0000269) is a duplicate of (B)(4) (manufacturer report number 2249723-2025-0004720). Therefore, we request cancellation of this emdr (B)(4). All further information, updates, or follow-up details for this case is submitted under the retained (B)(4) (manufacturer report number 2249723-2025-0004720). Please cancel in your database.